Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
User facility voluntary event report (mw5065346) received that states: "perclose proglide suture medicated closure system's internal suture was disconnected from the device when deployed. The foot pedal of the device broke off in the left femoral artery." Subsequently, the facility reporter was contacted and the following additional information was received: there was no harm to the patient. The physician using the device is trained to use device correctly. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break was not confirmed; however a cuff miss may have occurred. The reported foot detachment was confirmed. In this case, in the absence of all components returned for analysis, it is unknown if a suture break and/or cuff miss occurred, thus a conclusive cause could not be determined. Furthermore, it is possible the foot detachment may have resulted from rotation of the device with the foot open such that the torsional load exceeded the foot strength. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported suture break; however, the reported foot detachment and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.